Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) was confirmed. As received, the belt connector was damaged. Additionally, the touchscreen was not responding. Upon evaluation, the belt connector was pulled from the monitor case, damaging the case where the belt receptacle attaches. The monitor case was also cracked. The cause of the reported failure is excessive force placed on the connector. The cause for the touchscreen not responding and the cracked case is physical damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported a damaged monitor case.